Event description:
A product liability claim was raised. It was reported that the pt was implanted an unk durom acetabular component on an unk date. Implant surgery was approx 5 years ago. The pt has been advised by his surgeon that he needs revision. To date, the product is still implanted. Currently, the pt is being monitored due to pain and is confined to a wheelchair. Since the exact implantation date was not reported, it will be treated as one of the cases for which zimmer implemented a notification in july 2008.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in 07/2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).